Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 484 mg/dl at the time of incident. The customer¿s current blood glucose level was 87 mg/dl. The other relevant blood glucose level was 250 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer treated with insulin pump for high blood glucose. The customer also stated that the insulin pump failed the battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests, and delivery accuracy test. (B)(4).